Event description:
It was reported that a physician, unspecified if trained in the use of the proglide device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred. The method used to achieve hemostasis was not specified. There were no adverse pt effects reported. There was no additional info provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.